Event description:
This complaint has been evaluated based on the information provided. While the field service engineer (fse) was performing troubleshooting activities, the gantry covers were in the open position to allow access to internal components. During this process, one of the covers unexpectedly disengaged and fell. The cover reportedly dropped due to weakened support springs designed to hold the cover in the raised position. As the fse moved beneath the open cover during troubleshooting, the cover descended and struck the fse on the forehead. The fse sustained a soft tissue injury to the forehead with no serious laceration reported.

Manufacturer narrative:
We have not completed our investigation of this event. Upon completion, we will submit a follow-up emdr report. Internal cross reference: complaint (B)(4).